Event description:
It has been reported to philips that the customer wants to coordinate in advance regarding the required anti-virus exclusions prior to implementing the new iscv (intellispace cardiovascular) version, as these exclusions are considered a potential risk within the it and security architecture, particularly in relation to patient safety, data protection, and continuity of care. Philips has started an investigation of this complaint.